Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat heavily calcified, mildly tortuous superficial femoral artery that is 80% stenosed. An unspecified supera self-expanding stent (sess) was advanced and deployed successfully. During advancement of a second 5.0x80mm supera sess, resistance was noted due to the anatomy. Upon releasing the stent, the nosecone got caught on the proximal stent and was dragged and elongated into the 6 french sheath. The nosecone broke off inside the sheath. During withdrawal, resistance was noted due to anatomy and the stent and nosecone were removed using force with the sheath successfully. An unspecified stent was used to complete the procedure. What was thought to be a thrombus/emboli, was the intimal layer of the vessel. Although 2 hours were added to the case due to the stent removal and relining of the stent, there were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported tip separation was confirmed. The reported difficulty advancing, activation failure, and stent elongation was unable to be confirmed as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, the reported resistance during advancement was due to challenging anatomical conditions, which were reported as heavily calcified, tortuous, and 80% stenosed. Additionally, it is likely that during deployment of the stent, the tip (nosecone) became caught on the proximal end of the stent resulting in elongation of the stent, resistance during removal, and ultimately separation of the tip (nosecone) inside of the introducer sheath. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.